Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1207453. Medical device expiration date: 2026-09-01. Device manufacture date: 2021-10-26. Medical device lot #: unknown. Medical device expiration date.: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd perisafe¿ plus epidural anesthesia kits had damaged components. The following information was provided by the initial reporter: "when using a medical device, specifically when puncturing with the needle, it is very sharp and cutting, which generates rupture of the dura mater. This happened three times. Painful procedure with rupture of the dura mater."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported 3 bd perisafe¿ plus epidural anesthesia kits had damaged components. The following information was provided by the initial reporter: "when using a medical device, specifically when puncturing with the needle, it is very sharp and cutting, which generates rupture of the dura mater. This happened three times. Painful procedure with rupture of the dura mater."